Event description:
It was reported that when using the bd pyxis¿ es server, multiple issues after recently going live with the station. Most medication orders displayed incorrect dispense quantities on the station, while the electronic medical record (emr) showed the correct amounts. This issue was occurring for the majority of patients. Additionally, users experienced slowness when orders were crossing, impacting workflow. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that issue with incorrect dispense quantities was traced to a bd interface configuration error where an interface table used rxc-5 instead of standard rxc-3/rxc-4 for component strength. This caused pyxis to display only unit-level values and instruct removal of a single unit despite higher ordered doses. A technical support specialist validated the behavior, confirmed no disconnect issues, and resolved server delays by restarting structured query language (sql) services. The case was escalated to the interface team and integration support engineer disabled the incorrect table in test and confirmed resolution. The fix was then applied to production. The change applied only to new and updated orders. Customer later confirmed the issue did not recur. The system functioned as intended after the technical support specialist troubleshot the device.